Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at an unknown time the patient obtained a reading of ¿132 mg/dl¿ compared to ¿107 mg/dl¿ on another meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30 mg/dl when obtained within 30 minutes. The patient reported using no medications to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 30 minutes later she felt shaky. The patient denied having any treatment in response to the alleged issue. During the time of troubleshooting the cca confirmed it was not the first time the meter has been used. The cca confirmed the meter was in the correct unit of measurement at the time of testing and the patient was using the correct testing steps. The patient was using an approved sample site for testing. The patients test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he was unable to control his blood glucose accurately and developed symptoms suggestive of hypoglycemia.